Manufacturer narrative:
Model number/catalog number: sc-2317-50. Serial number: (B)(4). Batch/lot number: 18355012. Model/catalog description: infinion cx lead kit, 50 cm.

Event description:
A report was received that the patient was experiencing pain. It was also mentioned that the patients lead had high impedances and the patient was getting inadequate stimulation. The patient underwent a revision procedure wherein a new lead was added. The patient was doing well postoperatively.